Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2021 the user reported she was no longer able to hear with the device. The loss of sound was sudden. No auditory sensations were reported when the device was stimulated. Revision surgery is considered but no information if this has been scheduled or taken place has been received as of (B)(6) 2021

Manufacturer narrative:
Additional information: according to the received information from the field the user had no longer benefit with the device. A damage to the conductive link or to the device appears likely. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In (B)(6) 2021 the user reported she was no longer able to hear with the device. The loss of sound was sudden. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2021 the user reported she was no longer able to hear with the device. The loss of sound was sudden. No auditory sensations were reported when the device was stimulated.